Event description:
The patient was undergoing a coil embolization procedure using ruby coils. While attempting to advance four ruby coils into another manufacturer's microcatheter, the pusher wires of the ruby coils became bent and were removed. The procedure successfully continued using fourteen more ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion code 68: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00399, 00400, and 00401. The hospital discarded the device.